Event description:
The customer reported that a patient had an asystole and during resuscitation the nurses noticed that spo2 alarms were off. The customer then wanted two lines of the audit logs pertaining to spo2 alarms to be explained to them. The device was in se at the time of the event and the patient had an asystole event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
After further investigation it was deemed no longer a reportable event with philips. Additional information was received via good faith effort which stated that the spo2 alarms being off had no impact on the patient as other arrhythmia alarms alerted staff to changes with the patients condition. Since there was no malfunction or any delay in treatment this case is no longer considered reportable event with philips. A philips technical consultant (tc) went onsite to pull the audit logs from the patient event. The tc was informed that there was no delay in patient treatment that occurred as a result of the spo2 alarms being off. The logs were then reviewed by a clinical product specialist (cps) who found no issues with system based on the audit log findings. There was no malfunction of the philips device. The tc pulled the audit logs which indicated that no issues occurred with the system. The audit logs were then reviewed by the cps and the information that was requested by the customer was provided to the customer.

Event description:
The customer reported that a patient had an asystole and during resuscitation the nurses noticed that spo2 alarms were off. The customer then wanted two lines of the audit logs pertaining to spo2 alarms to be explained to them. The device was in se at the time of the event and the patient had an asystole event.